Event description:
It is reported that a customer's blood glucose does not go down when she bolus from the insulin pump. The patient's blood glucose level was at 219 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and the issue was not solved. The pump failed the self test so the customer was informed that the pump needed to be replaced. No further information was provided.

Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump monitored for several days and no unexpected numbers on the display noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.